Manufacturer narrative:
The smiths medical pump was returned and it was found that it was missing the plunger case seal and the plunger head was stuck. Analysts put the pump through the power up process and checked the functionality of plunger assembly. Analysts were unable to move the plunger assembly in and out confirming the original issue. It was found that the assembly was missing the right timing plate, push block and cam gear. These missing pieces were attributed to incorrect assembly by the customer.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump was experiencing syringe plunger failure. This did not interrupt therapy. There was no reported adverse events.